Event description:
Rptr had surgery 7/30/84 at age 53 for augmentation. Rptr had problem for approx 5 to 6 mos. Consulted a physician on 4/22/85. On the initial visit encapsulation on the right breast was a class ii; on the left a class I. At later date a hard nodule was felt in the right breast. Same rptr referred to in mw1000298.